Event description:
It was reported to medtronic minimed that the customer experienced pump error 53. The customer reported no adverse events. The event involved product(s) mmt-1884. The troubleshooting was performed and the customer reported receiving a pump alarm. The customer was not able to clear the alarm. No harm requiring medical intervention was reported. Mmt-1884 was requested and the customer response was that the device would be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Unit passed displacement test and self-test. Unit successfully downloads to thump. No pump error 53 noted during testing. However, confirmed pump error 53 (line number 0 file number 2) in the pump history download on 05/21/2024 00:47:31.000, problem isolated to the pcb1 and pcb2 board as per global logic analysis. No moisture damage noted to the electronic assembly per visual inspection. The following were noted during visual inspection: scratched case and pillowing keypad overlay. The p-cap/reservoir does lock properly. Confirmed pump error 53 in the pump history download, problem isolated to the electronic assembly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.